Event description:
During a pulmonary vein isolation procedure, there was high impedance when using the tactiflex catheter and the tip was found on the floor of the operating room after removal from the patient. Mapping and ablations were performed and the pvi was terminated successfully. The catheter was then placed in the right atrium for cti ablation. During the first ablation at around the 13 second mark impedance started to rise and ablation was halted. The tactiflex catheter was removed and inspected for charring, but no issues were noted. The catheter was reinserted but still showed higher than normal impedance, and signals could not be seen on the distal pair, but visualization of catheter was normal in the system. The procedure was stopped since the main task was completed successfully. The tactiflex catheter was reinspected after and the tip was found to be missing. The sheath was flushed but nothing was found. When turning back around to the patient table the missing piece was found laying on the patient bed sheet. The patient was checked with an echo and no issues were noted so the patient was released to recovery.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. The flex tip of the catheter had been fractured and detached, consistent with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause was determined to be removal of the catheter from its packaging. A CAPA exists related to the fracture in the shaft material. The root cause of this device deficiency was determined to be damage to the catheter tip during removal of the catheter from its packaging due to the design of the tip protector.